Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds are saturated and have odor. Additional malfunctions were was the heat exchanger leaking.